Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones, and was found to be in 'fallback' mode. The ICD was explanted and replaced.